Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform rewind test, basic occlusion, occlusion, prime or compromised force sensor system, excessive no delivery and displacement test or verify prime/fill anomaly and air bubble due to completely broken reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump has a crack on the reservoir compartment. The customer¿s blood glucose level at the time of the incident is 11.3 mmol/l. Report does not state whether the reservoir is able to lock into place or not. No further details or information available. The device will be returned for analysis.